Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification where the physician implanted a sapien device after the pascal. They were hemolyzing blood mechanically and they suspected it may be from the pascal. The mr (mitral regurgitation) at baseline was severe, post implant was mild, and mr at time of sapien attempt was still mild- the sapien was attempted on a later date due to hemolization of blood, not mr. Per the implanter, the patients rbc count was dropping due to hemolization, her digits were turning dark, and amputation was being talked about. The patient later passed away and the cause of death was stated as cardiac arrest. Additional clarification received stated that the physician did not think that the death was from the pascal device. The death happened at a later date when attempting to place a sapien next to the pascals- the thought was the pascals may be causing the hemolization of rbcs, and by placing the sapien there it would relieve this. At the time of the pascals, the patient was healthy, mr was mild, patient was extubated and left the or with no issues. The clinical specialist had spoken to the physician the next day after the pascal procedure, and the patient was doing well. The pascals functioned as intended and were implanted securely, and the physician was happy with the result.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for reduced therapeutic efficacy over time / other was confirmed with empirical evidence. No manufacturing non-conformities were identified from the investigation or DHR review. Since no edwards defect was identified, corrective or preventative actions are not required. Available information provided confirmed that the md does not think patient death was attributed to the pascal device. As described in the event description, the death occurred at a later date during a sapien implant in the mitral position and the pascals were implanted securely and functioned as intended. Available information suggests that the sapien was attempted on a later date due to hemolization of blood, and not mr as the patients rbc count was dropping likely due to hemolization and amputation was being talked about. As imaging was not provided, an imaging evaluation could not be performed, therefore, a definitive root cause is unable to be determined. The pascal training manual instructs the operator on position and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, procedural approach, device deployment, and imaging, through use of procedure specific training manuals and proctored procedures.